Event description:
Per the clinic, the patient experienced magnet dislodgement out of the implant silicone pocket during an MRI (3 tesla) (specific date not reported). The clinician did not follow the manufacturer's instructions for use of MRI. The patient reportedly is a non-user prior to the event but experienced pain. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2026. There are no plans to reimplant the patient with a new device as of the date of this report.